Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the ins taking too long to charge wasn't determined. The inability to charge their ins was due to the fact that the ins was overdischarged. The patient met with a representative who guided them through the steps to begin charging and everything was normal. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that when the patient tried to charge the ins they kept seeing the "reposition antenna" screen. The patient complained that it took a long time to charge the ins, about 3 hours and that they had friends with a similar device and it didn't take them as long. The patient had 8 coupling bars when charging. The last time they successfully charged their ins was 4 weeks ago. The patient repositioned the antenna over the ins and tried to use the programmer to communicate with the ins but they were seeing the poor communication screen. No symptoms or further complications reported.

Manufacturer narrative:
(B)(4) were added to reflect what was reported in the event. If information is provided in the future, a supplemental report will be issued.